Event description:
Patient reported that the system's touchscreen frequently became unresponsive, necessitating multiple button presses for it to react. There was no adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting.